Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and several shocks due to suspected supraventricular tachycardia (svt). This ICD was reprogrammed and remains in service. No additional adverse patient effects were reported.